Event description:
Cvs at home: customer reported blood on nasal swab, inquiring about affects on results. Tss provided guidance.

Manufacturer narrative:
Investigation conclusion: a review of the package insert was conducted. There is no known cross-reactivity with blood and the reported product. Investigation summary: a review of the package insert was conducted. There is no known cross-reactivity with blood and the reported product. The information you provided has been documented and will continue to be monitored. Root cause: no problem found. Source: phone.